Event description:
It was reported that xxx values on all electrodes were read during an impedance test. Electrodes 0 and 3 were used as a reference. The test was performed at 0.7v and at 1.5v. It was indicated that the patient fell frequently. The last fall was 3 days ago at which time the patient lost stimulation sensation. Impedance test at 3v also showed xxx on results. Voltage of the implantable neurostimulator (ins) appeared to be 0.0v when checked with the clinician programmer. The patient had not been able to recharge the ins since the fall and had lost the stimulation, and was only getting reposition screen on the patient programmer. The patient had 4 program groups with possibly 3 programs in each, but it wasn't confirmed. A brief physician recharge mode (prm) was performed after which it was possible to recharge normally. When the stimulation was turned on with the clinician programmer, the patient could feel the stimulation with group d, unclear if other groups regained effectiveness. It was stated that the patient had three leads with "one going left, one going right, and then one going down her neck."

Manufacturer narrative:
The device was used for off label indication. The indication the device was used for was occipital neuralgia. Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3487a-45, lot# v341982, implanted: (B)(6) 2009. Product type: lead: product ID 3487a-45, lot# v341982, implanted: (B)(6) 2009. Product type: lead. (B)(4).